Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a system malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient data file revealed the occurrence of three system malfunction alarms. The customer-reported system malfunction alarms were reproduced during investigation testing, thereby confirming the customer-reported issue. Analysis of the test results identified a malfunction of the pressure sensor printed circuit assembly (pca) as the root cause of the reported issue. The investigation determined that right vacuum could not be accurately measured because of the pressure sensor pca malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.